Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump and continuous glucose monitor was not in use during the reported timeframe. User made bolus requests while still having insulin on board (iob) and without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (43 mg/dl). The cause for low bg levels was unknown. Reportedly, the customer was working with a health care professional to identify the cause for low bg levels. Customer treated low bg levels with juice, crackers, and peanut butter.